Event description:
International affiliate reports that intra-operatively it was noticed that the tip had broken off from the driver. Another driver was used and the procedure was completed without delay. The affiliate reports that it is unlikely that the broken tip remains in the patient. However, its location is unknown.

Manufacturer narrative:
A follow up report will be filed upon receipt of the driver and completion of the investigation.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. The broken tip was not returned for evaluation. Review of the DHR found no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made as to the cause of tip breakage. However, a CAPA was implemented which addressed tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.